Event description:
The customer reported that an infant pt was being continuously monitored. At 20:40, the nurses standing at the infant's bedside noticed that the baby had turned blue. The saturation on inspections was 49%. The customer states that there were no alarms to warn them of the baby's changed condition.

Manufacturer narrative:
The customer reported that an infant pt had experienced two incidents of hypoxia in a 10-min time span and had turned very pale and that no alarms were generated by the monitor to alert the nurse of the changed condition. While the desaturation warranted emergent care, it did not result in any adverse impact. Oxygen was given and the baby had to be stimulated to breathe. Post incident testing with a saturation simulator, showed the monitor was alarming for low desat conditions, and working to specifications, witnessed by a philips field service engineer with the customer's biomed performing the testing. There were no data logs available to show the alarm activity at the time of the incident. The customer does not have an iic networked central station to look at data retrospectively and no information could be gathered from the alarm history. Based on the available information, we cannot confirm the occurrence of either a malfunction or a user error.